Event description:
On (B)(6) 2013, during a regular follow-up, ICD memories reading was longer than usual upon interrogation. Data content read from the ICD memory was checked after reading was complete, and the session was closed without resetting the ICD memories. When the pt file was saved, an error message "unable to read file" was displayed. The ICD was interrogated again and data was successfully saved this time; the pt file was reviewed and the data was available. An explanation is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.